Event description:
A customer reported that the paracentesis required sutures in two of their patients. The customer is not willing to provide further details on this event.

Manufacturer narrative:
With current information, it has been determined that our device was not the contributory cause of the event. This case was reported to the FDA by mistake.

Event description:
Additional information provided by a company representative. The surgeon was performing 1.7 mm paracentesis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected as the surgeon is not willing to provide further information. The manufacturer internal reference number is: (B)(4).